Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that it was a testing error, no device malfunction. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported elevated white blood cell (wbc) and platelet contamination in the plasma product donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) and platelet contamination in the plasma product donor unit # (B)(6). There was not a transfusion recipient or patient involved at the time of the unit processing; therefore, no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.